Event description:
Per the audiologist, the pt reported pain and a crackling sound when using the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with two short-circuited electrodes. Exchanging the external equipment and deactivating the faulty electrodes did not solve the problem. The pt's device was explanted on six days later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.